Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was the customer received an alarm; however, the customer was unable to specify the type of alarm. There was no information provided regarding the customer's blood glucose level. Although requested, no additional information was provided regarding the reported issue.